Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product sy001ts - ennovate set screw sterile. According to the complaint description, the first surgery was performed in (B)(6) 2022. During the first surgery there was one occurence of cross- threading. In (B)(6) 2023 a revision surgery was necessary due to the loosened screw and the completely sticking out of the screw head. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components sy645ts - ennovate polyax.screw 7.5x50mm canulated - lot 52675767 . Sy939ts - ennovate mis curved rod 5.5x90mm - lot 52601284.